Event description:
(B)(4). Event occurred in (B)(6) the patient's mother reported that a night before this report, she went to give bolus to her son while he was asleep but then she smelled insulin and found that the tubing was detached close to the site location. The tubing looked completely intact and was not pulled. It looked like it had slid out. The site location was upper right arm and the pump was in a case in his right pocket. The infusion had been in use was almost three days and the infusions were stored in an armoire in the house with an air conditioner. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information was available.